Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the catheter was tight fitting over the lead, the outer catheter was also tight fitting over that. The stylet became stuck, finally removed and was kinked, the end of the stylet fell off. The lead was not used. No additional information was available.